Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2022; 5076-52 lead, implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was removed due to incision suture failure and infection. A new system was implanted on the patient's opposite side a few days later. No further patient complications have been reported as a result of this event.